Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra aortic balloon pump iabp customer called due to unit displaying helium transducer not calibrated. The helium indicator on the pump screen is not present, advised customer to check the helium gauge on the cart which shows adequate helium in the current tank. Advised customer to continue therapy and once the pump was removed from patient, report pump to clinical engineering for service.

Manufacturer narrative:
Updated fields: e1 (event site city), h6 (type of investigation, investigation findings, investigation conclusions). Corrected fields: h6 (health effect ¿ clinical code, health effect ¿ impact codes). Additional information: e1 (event site address: (B)(6). Additional contact details: person name: (B)(4). A getinge field service engineer (fse) confirmed helium indicator was not present on the display. Fse performed helium transducer calibrations and tested the unit. Helium indicator was now present. Fse performed a pm, a full calibration, and tested the unit. The equipment works to the manufacturer¿s specs, is cleared for clinical use and was returned to the customer. There was a patient involvement but no harm reported.

Event description:
N/a.